Manufacturer narrative:
Health effect clinical code 4581: significant reduction of irido-coneal angels claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -16.0 into the patient's left eye (os) on (B)(6) 2023. Excessive vaulting was noted and significant reduction of irido-corneal angles described as "angle 19.7°" was reported. It was also marked that lens repositioning did not resolve the issue; however, no repositioning data was provided. The lens was exchanged on (B)(6) 2023 for a shorter length lens and this resolved the problem. Cause of event reported as unknown.